Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Visual examination confirmed the driver tip was broken. Fracture surface analysis reveals a quasi-brittle fracture with no indication of fatigue consistent with overload of the driver during usage. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent a three level anterior cervical discectomy and fusion (acdf) with instrumentation (levels unk). Two of the blades fractured into multiple pieces at the tip while the surgeon was locking the plate. The blades broke off and fell into the pt. Removal of one of the small pieces was confirmed. It is suspected that the remaining pieces were suctioned. Imaging films did not detect any fragments. The wound was irrigated thoroughly as a precaution. Another instrument was used to complete the case. No add'l pt complications were reported.